Manufacturer narrative:
Additional information: physician took the patient to the or which was previously scheduled because of the severity of the disease. The disease in vessel was heavily calcified. Physician could not cross lesion due to calcification and planned to fix lesion surgically. At that time the physician was able to remove the distal tip of the catheter with no issues since it was within the same area being worked on. No further procedures to be done. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a peripheral artery procedure using the trailblazer angled support catheter in a patient with peripheral artery disease, the target lesion in the common iliac artery (side unknown) was described as severely calcified with tortuous anatomy. Severe resistance was encountered while advancing the catheter over a .014 grandslam wire, and excessive force was used during advancement after the catheter and guidewire became stuck. The distal tip of the catheter was reported to have detached or fractured in the vessel, and the detached distal tip was left in the vessel with no intervention performed to remove it; the device was not safely removed from the patient. The vessel was pre-dilated, the device was passed through a previously deployed stent, embolic protection was not used, physician stated the retained tip was not causing issues to the patient, and the patient was reported alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.